Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted on (B)(6) 2012; model 3058 urinary stim ipg implanted on (B)(6) 2011; model 3889-28 urinary stim lead implanted on (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, high undefined impedance with polarity switch. The rv lead remains in use. No patient complications have been reported as a result of this event.